Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, a kink in sheath was evident related to angle of entry, due to body habitus of patient. Impella 2.5 loaded onto 0.018 wire, when motor housing entered kink in sheath a hematoma became apparent. Unable to pass impella past kink in sheath. Decision was made to use impella cp 14 fr sheath. Impella 2.5 removed from sheath, 14fr impella cp sheath placed, impella 2.5 reinserted with successful passage through sheath and support started. A crack in 13fr impella 2.5 sheath was evident upon removal. Hemostasis was achieved at access site with 14 fr sheath in place.